Event description:
Related manufacturer number: 2017865-2022-06105. Related manufacturer number: 2017865-2022-06106. It was reported that the patient's implantable cardioverter defibrillator system was infected. The system was removed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not provided.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.